Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy fluid. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event and began treatment with injection ceftazidime (1gm, route and frequency not reported) and injection vancomycin (1gm, route and frequency not reported) for peritonitis. At the time of this report, antibiotic therapy was ongoing and the patient outcome was unknown. The action taken with dianeal therapies was not reported. No additional information is available.